Event description:
Patient was intubated and anesthesia was unable to ventilate the patient due to circuit continuously losing pressure even in ventilation (controlled) mode. In addition, the circuit kept locking. The patient was ventilated with an ambu, during which time it was discovered that the co2 tubing was caught in the apl valve despite having been properly threaded away from the apl valve. The tubing was corrected and no harm occurred to patient.